Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). The patient was lost to follow-up and the device had also triggered recommended replacement time (rrt). The device was interrogated. It was explanted and replaced due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. A write to locked ram por occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.